Manufacturer narrative:
The device was evaluated by ventec where the reported issues of displaying an alarm indicating "high peep" and an unexpectedly low breath rate was confirmed. Ventec further observed that the device had no ventilation output. Ventec replaced the exhalation control module (ecm) to resolve the reported issues. The reported issue of an unresponsive lcd touchscreen could not be duplicated or confirmed. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported ventilation, peep and breath rate issues was the ecm. The cause of the reported unresponsive lcd touchscreen issue could not be determined.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the ventilator provided an alarm indicating higher peep (positive end expiratory pressure) than set and that its breathing rate was not as expected (low). Additionally, the lcd touchscreen on the device became unresponsive. There were no reports of patient involvement associated with the reported event.